Event description:
It was reported that the user experienced an occlusion alarm on the insulin infusion set while using the ilet system, resumed insulin, then received another alarm, after which blood glucose rose to approximately 300 mg/dl and subsequently returned to range within two hours following an infusion site change and continuation of therapy. Symptoms included hyperglycemia. Outcomes included no hospitalization, no ketone development, and no need for third-party assistance. Investigation included user interview and troubleshooting with education. Investigation of this case revealed that the event resolved after replacement of the infusion set and site change, consistent with an infusion set occlusion. It was concluded that the device performed as designed when detecting an occlusion and that the event was attributable to an infusion set or site issue rather than a system malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.